Event description:
The sales rep reported that during an acl repair, the distal tip of the modular driver broke off into the fixation screw while the fixation screw was being driven into the bone tunnel. The fragment was not able to be retrieved, but it remains within the fixation device both captured within the bone. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.